Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the pump gave call service alarm shortly after the patient went swimming with the pump and the alarm was cleared by removing and re-inserting the battery. Reportedly, the ¿ok¿ button was found to be unresponsive a couple of hours thereafter. Reporter stated that the battery cap was in good condition and was able to tighten properly before patient went swimming. Reporter noted that there was moisture in the battery compartment. It was reported that the ¿ok¿ button began working again after pump was rebooted to obtain pump settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.